Event description:
It was reported that the vns pt's generator had migrated and the pocket had likely failed. Clinical notes received stated that the generator was able to be moved from the subpectoral pocket. X-rays taken indicated that the migration has not resulted in any damage to the lead as per the site, however, the physician would like to re-secure the generator to prevent any damage. It was noted that the pt's seizures have been reduced "to a rare event" and no adverse events other than the migration have been reported. No device failure is suspected. Surgery to re-secure and possibly replace the generator is likely. Attempts for further info have been unsuccessful to date.